Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker showed decreased in battery longevity. A data analysis was performed which indicated that the power consumption of this device has been increasing for over a year and the power consumption is expected to continue to increase. Moreover, the malfunction appears consistent with other pulse generators (pgs) that have had continuous average power increases. Additional information from the field indicated that a device change out was already scheduled. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed decreased in battery longevity. A data analysis was performed which indicated that the power consumption of this device has been increasing for over a year and the power consumption is expected to continue to increase. Moreover, the malfunction appears consistent with other pulse generators (pgs) that have had continuous average power increases. Additional information received indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in decreased in battery longevity. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.